Manufacturer narrative:
The t:slim g4 pump user guide states: do not start to use your t:slim g4 system before you have been appropriately trained on its use by a certified t:slim g4 system trainer. Consult with your healthcare provider for your individual training needs for the entire g4 system. Failure to complete the necessary training on the system could result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 349 mg/dl. The customer had started using the pump prior to receiving pump training. During troubleshooting with tandem technical support, the customer delivered a correction bolus with the pump and bg level lowered to 315 by the end of the call. A system check performed with tandem technical support (cts) indicated that the pump was operating as expected. The customer stated that pump settings were incorrect and cts guided the customer through programming the correct settings. A recommendation was made for the customer to consult with their healthcare provider to confirm pump settings.